Event description:
Paramedics utilized the device in an attempt to administer pacing therapy to the pt as a last ditch effort at resuscitation. The pt was diagnosed as asystolic at this time. Reportedly, pt pacing capture could not be achieved with the device, with pacing current set to 200 ma and a rate of 80 pulses per minute. The pt was not resuscitated. The reporter stated the pt outcome was not affected by the discrepancy, as the pt was not a likely candidate for resuscitation.